Event description:
Assisting in upper endoscopy dilation; balloon ruptured. Md made aware. No adverse events noted. Balloon provided to sps charge rn (special procedures suite (sps) charge registered nurse), made aware of equipment fail. Balloon still provided a successful dilation.